Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no resistance noted during injection of the onyx. There were pauses during the onyx injection however it was noted the injection rate was followed as indicated in the IFU. The onyx was not implanted at an unintended location and no medical intervention was required. The patient did not experience any adverse effects or complications related to the procedure or event.

Manufacturer narrative:
Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the apollo micro catheter was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within an opened apollo micro catheter inner pouch. Visual inspection/damage location details: the apollo catheter was returned in two segments. The apollo catheter 1st segment total length was measured to be ~145.5cm, the usable length was unable to be measured. The total length of the 2nd segment of the apollo catheter was measured to be ~15.0cm. No damages were found with the hub; however, onyx residue was found within the hub. The tubing material at the proximal and distal broken ends exhibited necking and stretching. Onyx residue was found within the marathon hub. The distal end of 2nd segment was then dissected (cut) for further analysis. Onyx residue was found within catheter lumen. Testing/analysis (including sem reports): an attempt was made to flush the apollo catheter; however, the hub and catheter body was found to be occluded with onyx and the attempt was unsuccessful. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The returned apollo catheter appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Pauses longer than two minutes prior to re-injection can cause solidification of onyx les at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture. Rupture can also occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded; injection rate; use of palm of hand pressure or increased injection force against resistance. It was reported there were pauses during injection and there was no resistance when the onyx les was injected. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. However, root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was unable to be confirmed as no bends or kinks were found with the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a apollo catheter that broke at the end of the procedure. At the end of the procedure, the tip was trapped in onyx, after a first retrieval, the microcatheter ruptured but more proximally than the detachment point. The physician tried to retrieve the broken tip with a lasso, and the rest of the microcatheter was pushed next to the embolized part. The patient experienced an embolization of naso pharyngian fibrom before surgery. No patient symptoms or complications were associated with the event. The vessel tortuosity was normal. The device and any accessory devices were prepared as indicated in the IFU.